Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top and bottom cases were in excellent condition, the plunger tube was loose, and there was no visible contamination noted. Check syringe plunger sensor was found in the event history log (ehl). Syringe test and biomed diagnostics monitor syringe plunger sensor (digital sensor true/false) confirmed the reported problem; this was due to multiple components including broken carriage, flippers were resting on top of the ear clip when plunger tube was all the way in, causing plunger sensors to activate. The cause of the issue is known and is design-related. Action(s) taken to mitigate the reported issue(s): replaced left plunger case, ear clip and carriage; performed calibration on the pump and the device passed all the functional tests.

Event description:
It was reported that the pump showed: check syringe plunger sensor. No patient injury was reported.